Event description:
Had a nephrectomy, used vicryl suture to close the fascia on abdomen. Approximately three weeks later, patient eviscerated. Upon re-exploration of the abdomen, the fascia was completely intact and the suture appeared to have prematurely dissolved.